Event description:
The technician alleged the brake casters ratchet while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster and the cross shaft to resolve the issue.